Manufacturer narrative:
Event date: the event date was not provided and estimated to (B)(6) 2021 based on the aware date.

Event description:
It was reported that the tip broke. The target lesion was located in the mildly tortuous and non calcified vessel. A direxion hi-flo was selected for use. During the middle of the procedure, it was noted that the tip stretched and was stripped. Upon removal, the device looked broken or kinked. It was noted by the physician that this same event had occurred in a previous procedure with the same device. The procedure was completed with a different device. No patient complications were reported.